Event description:
The reporter contacted lifescan USA on (B)(6) 2014 alleging that the control solution results were above the expected control solution range. The result obtained on the subject meter was "378mg/dl" and the acceptable range for the control solution is "102-138mg/dl". There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.